Event description:
It was reported that during an unknown procedure, the blade was broken off soon. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device did not contact with a forceps or a tough tissue. One device will be returning

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.